Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g11023, h13h17077, and h13i15020 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. Treatment and cause of the peritonitis was not reported. The cause of the death was acute peritonitis. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).